Event description:
Customer tested 4.7 mmol/l and 5.7 mmol/l on the advantage system; customer was unconscious at the time these results were obtained (timeframe between results is not known). Less than 30 minutes later, customer tested 1.4 mmol/l on paramedic's meter; she was treated with a "glucose" injection and low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.